Event description:
A trilogy100 ventilator was returned to the manufacturer for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center the device did not meet acceptance criteria of evaluation process for the following conditions: unable to complete pre-eval / eval due to device issue lcd display and will need to be replaced. No repair was performed. No significant events were discovered in the error log. The device is not needed for inventory and was scrapped.